Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were successfully performed on the device. The reported issue was confirmed through the device logs. The cause was the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the product family labeling will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 101 alarm occurred after use on the home choice (hc). The technical service representative (tsr) reviewed the therapy log. There were no bypasses or manual drains. The tsr arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.